Manufacturer narrative:
Voluntary medwatch report received: mw5158964.

Event description:
Voluntary medwatch received states that the lead was explanted due to unknown reason. The patient experienced no consequences.